Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 5mm proximal of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerband that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery using a 4f non-bsc sheath. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified right anterior tibial artery. After non-bsc guide wire crossed the lesion, a 2mmx40mmx145cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with 2x2mm non-bsc balloon catheter at 15 atmospheres. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery using a 4f non-bsc sheath. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified right anterior tibial artery. After non-bsc guide wire crossed the lesion, a 2mmx40mmx145cm coyote es balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with 2x2mm non-bsc balloon catheter at 15 atmospheres. No patient complications were reported and the patient's status was good.